Event description:
A report was received that the patient could not charge the ipg due to the position of the pocket. The patient underwent a pocket revision procedure per physicians preference and was doing well postoperatively.